Event description:
The customer stated that she was hospitalized for high blood glucose levels after getting multiple motor error and no delivery alarms. The customer changed the infusion set, but continued to get the alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.